Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during changed out procedure, this right ventricular (rv) lead was found out to be unscrewed and pulled apart. Furthermore, the insulation was separated and wires were exposed. This right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported.